Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that part of the unit was poking out of the patient's back and healthcare provider(hcp) wanted to do x-rays to see if the patient needed surgery. The manufacturer's representative was there too. They did not have time to do any programming, but the doctor said the patient's unit was off and they were able to use their device to connect to the implant. The device had been poking through the patient's back. This was clarified as actually not poking out, it was just that one could see it close to the skin. The hcp did not think the patient would need surgery, so it was going to remain where it was. The device had been close to the surface of the skin when the chiropractor noticed it about 6 months prior. A fall could have been related to this issue. About 6 months prior to the report, the patient went to the chiropractor because they had a fall. The patient went to the chiropractor the day after the fall. Relevant medical history included non-malignant pain.